Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device fired but the staple did not close. Unk how case was completed. There were no adverse consequences to the pt.